Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) sensor was connected to iab pump (iabp), an iab optical sensor failure alarm occurred. Intra-aortic balloon (iab) was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 39.1cm and 73.7cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the orange sensor cable near the middle. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) sensor was connected to iab pump (iabp), an iab optical sensor failure alarm occurred. Intra-aortic balloon (iab) was replaced to continue therapy. There was no reported injury to the patient.